Event description:
Patient undergoing robotic assisted total laparoscopic hysterectomy. The harmonic curved shears were inserted into the trocar and prior to the machine being hooked up or used, the surgeon noticed that part of the tip was missing. This was a disposable item that had not been used yet in the case. The device was not broken when removed from packaging. The surgeon was able to find the rest of the tip and removed it from the patient. There was no harm to the patient.